Event description:
It was reported that an angio-seal was successfully deployed and the patient was discharged. The patient returned to the cardiac care unit approximately 12 hours later (at midnight) after hearing a popping sound in the groin and subsequent swelling. The patient was treated with fluid resuscitation and a femo-stop was applied. The patient was discharged the next day. An echo revealed a pseudoaneurysm. The patient was injected with a thrombolysing agent 2 weeks later. The patient was taking prescription anti-coagulants of plavix and aspirin (doses unknown). Heparin (dose unknown) was given during the procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.